Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient fell once the week of this report and once the week prior to this report and they thought the implant moved. The implantable neurostimulator (ins) used to be straight when the patient touched it, but now they felt it was on an angle. The implant site was hurting when the patient put their seatbelt on in their car. The patient's eyelids were heavy and they thought that had something to do with the device. The patient was advised to have their implantable system checked by their health care provider. The issue was not resolved at the time of this report. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were reported.